Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 14-sep-2021. The most recent information was received on 20-sep-2021. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain') in a 35-year-old female patient who had essure (batch no. 816054) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion intervention required), allergy to metals ("nickel allergy+++"), pruritus ("itching"), heavy menstrual bleeding ("hypermenorrhea"), abdominal distension ("bloated stomach"), wheezing ("wheezing"), fatigue ("intense fatigue"), myalgia ("muscle pain"), arthropathy ("joint problems"), arthralgia ("hip pain"), fibromyalgia (" fibromyalgia-like symptoms"), renal pain ("kidney pain"), tinnitus ("tinnitus"), deafness ("hearing loss"), dizziness ("dizziness"), presyncope ("vasovagal episode"), cardiovascular disorder ("poor circulation"), migraine ("migraines"), visual impairment ("vision problems"), breast swelling ("swollen breasts"), breast pain ("painful breasts"), eczema ("eczema"), diarrhoea ("constipation and/or diarrhea"), constipation ("constipation and/or diarrhea"), flatulence ("flatulence"), gastrooesophageal reflux disease ("acid reflux"), oropharyngeal discomfort ("throat discomfort"), hypothyroidism ("hypothyroidism"), alopecia ("hair loss"), dry skin ("dry skin"), feeling cold ("chilliness"), tremor ("tremors/shaking"), pollakiuria ("frequent urination"), hyperhidrosis ("excessive sweating (especially at night)"), coccydynia ("coccyx pain"), neck injury ("neck problems"), loose tooth ("loose teeth"), stress ("intense stress"), amnesia ("memory loss"), disturbance in attention ("lack of concentration"), depression ("severe depression"), sleep disorder ("sleep disturbances") and loss of libido ("loss of libido") and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain, allergy to metals, pruritus, heavy menstrual bleeding, abdominal distension, wheezing, fatigue, myalgia, arthropathy, arthralgia, fibromyalgia, renal pain, tinnitus, deafness, dizziness, presyncope, cardiovascular disorder, migraine, visual impairment, breast swelling, breast pain, weight increased, eczema, diarrhoea, constipation, flatulence, gastrooesophageal reflux disease, oropharyngeal discomfort, hypothyroidism, alopecia, dry skin, feeling cold, tremor, pollakiuria, hyperhidrosis, coccydynia, neck injury, loose tooth, stress, amnesia, disturbance in attention, sleep disorder and loss of libido outcome was unknown. The reporter provided no causality assessment for abdominal distension, allergy to metals, alopecia, amnesia, arthralgia, arthropathy, breast pain, breast swelling, cardiovascular disorder, coccydynia, constipation, deafness, depression, diarrhoea, disturbance in attention, dizziness, dry skin, eczema, fatigue, feeling cold, fibromyalgia, flatulence, gastrooesophageal reflux disease, heavy menstrual bleeding, hyperhidrosis, hypothyroidism, loose tooth, loss of libido, migraine, myalgia, neck injury, oropharyngeal discomfort, pelvic pain, pollakiuria, presyncope, pruritus, renal pain, sleep disorder, stress, tinnitus, tremor, visual impairment, weight increased and wheezing with essure. The reporter commented: she became ill for a few months following the insertion of the essures. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 83 kgs. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-sep-2021: quality safety evaluation of product technical complaint (ptc). A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 14-sep-2021. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain') in a (B)(6) year-old female patient who had essure (batch no. 816054) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion intervention required), allergy to metals ("nickel allergy+++"), fatigue ("intense fatigue"), amnesia ("memory loss"), disturbance in attention ("lack of concentration"), depression ("severe depression"), myalgia ("muscle pain"), arthropathy ("joint problems"), deafness ("hearing loss"), tinnitus ("tinnitus"), eczema ("eczema"), dizziness ("dizziness"), oropharyngeal discomfort ("throat discomfort"), wheezing ("wheezing"), abdominal distension ("bloated stomach"), flatulence ("flatulence"), constipation ("constipation and/or diarrhea"), diarrhoea ("constipation and/or diarrhea"), sleep disorder ("sleep disturbances"), renal pain ("kidney pain"), migraine ("migraines"), heavy menstrual bleeding ("hypermenorrhea"), feeling cold ("chilliness"), tremor ("tremors/shaking"), pollakiuria ("frequent urination"), loss of libido ("loss of libido"), breast swelling ("swollen breasts"), breast pain ("painful breasts"), hypothyroidism ("hypothyroidism"), cardiovascular disorder ("poor circulation"), hyperhidrosis ("excessive sweating (especially at night)"), pruritus ("itching"), presyncope ("vasovagal episode"), loose tooth ("loose teeth"), alopecia ("hair loss"), dry skin ("dry skin"), visual impairment ("vision problems"), arthralgia ("hip pain"), coccydynia ("coccyx pain"), neck injury ("neck problems"), stress ("intense stress"), gastrooesophageal reflux disease ("acid reflux") and fibromyalgia (" fibromyalgia-like symptoms") and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain, allergy to metals, fatigue, amnesia, disturbance in attention, weight increased, myalgia, arthropathy, deafness, tinnitus, eczema, dizziness, oropharyngeal discomfort, wheezing, abdominal distension, flatulence, constipation, diarrhoea, sleep disorder, renal pain, migraine, heavy menstrual bleeding, feeling cold, tremor, pollakiuria, loss of libido, breast swelling, breast pain, hypothyroidism, cardiovascular disorder, hyperhidrosis, pruritus, presyncope, loose tooth, alopecia, dry skin, visual impairment, arthralgia, coccydynia, neck injury, stress, gastrooesophageal reflux disease and fibromyalgia outcome was unknown. The reporter provided no causality assessment for abdominal distension, allergy to metals, alopecia, amnesia, arthralgia, arthropathy, breast pain, breast swelling, cardiovascular disorder, coccydynia, constipation, deafness, depression, diarrhoea, disturbance in attention, dizziness, dry skin, eczema, fatigue, feeling cold, fibromyalgia, flatulence, gastrooesophageal reflux disease, heavy menstrual bleeding, hyperhidrosis, hypothyroidism, loose tooth, loss of libido, migraine, myalgia, neck injury, oropharyngeal discomfort, pelvic pain, pollakiuria, presyncope, pruritus, renal pain, sleep disorder, stress, tinnitus, tremor, visual impairment, weight increased and wheezing with essure. The reporter commented: she became ill for a few months following the insertion of the essures. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6) kgs. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.